Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultrasmart meter's ok button was not working. The medical affairs specialist spoke to the patient on two days later. The patient reported the meter issue began on two days prior to original date, in the evening. At dinnertime, he took a low dose of insulin and his oral diabetes medications, as usual. The patient reported that on the following morning, at 8:00 am, he felt sweaty and very weak. He treated himself by eating 10 glucose tablets; his symptoms improved after 2 hours. Prior to having the low blood glucose symptoms he took his insulin, stating he would have taken a lower dose had he known his blood glucose result. He could state what his sliding scale was, except that he has 3 types of strengths of insulin, which are dependent on his blood glucose results. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter ws replaced. This complaint is reported, as the issue was not resolved and the patient claimed he became hypoglycemic after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.